Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced and calibrated the collimator. The system was tested and operates as intended.

Event description:
The customer reported that the collimator blades would not close or open on the 9800 system. No patient injury was reported.